Event description:
Pt had revision of left total hip replacement with removal and exchange of acetabular component and femoral head. Increased blood cobalt and chromium levels. MRI suggests adverse reaction to metal. Components identified as follows: femoral implant: ref 9998-90-249; lot 2199714, size 49; exp 2011-07. Acetabular cup: ref 9998-00-756; lot 2173630, size 56, exp 2011-07. Please reference report MFR report numbers: 1818910-2015-10473 and 1818910-2015-10474.